Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the plate is loosely connected to the peek cage. One of the retention tabs is splayed and the plate was able to be disassembled from the peek. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied to the tab during use, causing the tab to deform and leading to loose connection with the peek cage. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2024-00321.

Event description:
It was reported that when and optio-c plate and peek implant were placed onto the assembly block during surgery on the back table, the connection between the two was very loose. They were not implanted, instead, another set of implants were opened to complete the procedure. There was no patient impact; however, there was a five minute delay for opening and placement of the new implants. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that when and optio-c plate and peek implant were placed onto the assembly block during surgery on the back table, the connection between the two was very loose. They were not implanted, instead, another set of implants were opened to complete the procedure. There was no patient impact; however, there was a five minute delay for opening and placement of the new implants. This is report one of two for this event.